Manufacturer narrative:
(B)(4)

Event description:
It was reported that myopotential oversensing episodes were observed when the patient was exercising. The patient experienced a syncopal episode and coughing did not replicate noise in clinic. Programming changes were made.